Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot #73e1800198 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier jammed. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one-unit autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The returned sample appears used as there is biological material present on the device. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. The sample was disassembled to inspect the internal components and it was found that the clips were out of position and stacking on one another. It was also found that the top jaw was slightly bent. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining indicating that 13 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The device history review for the product auto endo5 ml lot# 73e1800198 investigation did not show issues related to complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "applier jamming" was confirmed based upon the sample received. The root cause of this complaint is undetermined. Teleflex will continue to monitor and trend related events.